Event description:
An international distributor reported that their customer's AED battery pack was depleted. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED log files determined that the device began reporting a "battery low" warning for battery pack serial number (sn) (B)(6) on (B)(6) 2025. The battery was removed from the device on (B)(6) 2026 and reinstalled on (B)(6) 2026, at which time the device again reported a "battery low" warning. Battery pack sn (B)(6) was subsequently installed on (B)(6) 2026. Review of the device data and logs found no evidence of a device malfunction. During follow-up with the customer, proper maintenance procedures for the device and battery replacement were reviewed.